Event description:
It was reported that the device stopped during use with error 255-12-275. This event occurred on the pediatric cardiothoracic unit. There was no patient harm.

Manufacturer narrative:
Correction to g.3 on initial report: omit health professional.

Manufacturer narrative:
Correction: omit user facility from section g.3 on initial report. The reported complaint of a system error was confirmed in the pcu error log; however, testing failed to replicate a system failure. The review of the pcu error log confirmed an 800.8000.0 (general os failure) occurred on (B)(6) 2019 at 7:35 pm. The pcu event log identified a combination of keystrokes where the user selects the device, selects infusion setup and then selects ¿next¿ and ¿start¿ in rapid succession. The event log shows the next recorded entries are the infusion parameters which is followed by a ¿powered on pcu¿. During testing the user¿s interactions with the system was replicated on the source pcu and infusing pumps. The replication of the user¿s actions failed to produce a system failure. The root cause of the reported complaint that the device stopped during use with error 255-12-275 was the result of a system failure 800.8000.0 (general os failure). The root cause of the system failure code 800.8000.0 (general os failure) was not identified.

Event description:
It was reported that the device stopped during use with error 255-12-275. This event occurred on the pediatric cardiothoracic unit. There was no patient harm.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device stopped during use with error 255-12-275. This event occurred on the pediatric cardiothoracic unit. There was no patient harm.